Event description:
It was reported that during a proximal left anterior descending artery stenting procedure, the xience prime 2.5 x 23 mm stent delivery system (sds) was advanced without resistance and the stent dislodged distally while still in the guiding catheter. The xience prime sds, dislodged stent, and guide catheter removed as one unit per the IFU without problems from the patients' anatomy. Another non-abbott sds and guide catheter were used to complete the procedure. There was no adverse patient effect or no significant delay in the procedure reported. There was no additional information provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. Stent dislodgement was confirmed. Based on visual analysis, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Review of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.